Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.

Event description:
Healthcare professional reported left side deflation. Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data. Device evaluation: analysis of the returned device identified a flat crease opening on the anterior. A microscopic analysis was performed which identified a sharp opening on bond edge patch, yellow particles inner the shell and a void >1 mm in non-textured, valve-to shell-bond area were observed. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is a sharp opening on patch bond edge assessed as an unidentified (tear) opening.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.